Event description:
The customer said that they had felt ok but their family member had told them they had been acting funny. Their family member tried to test them but the meter would not stay on. The family member called paramedics who tested the customer and obtained a reading of 35mg/dl. They were unable to give the customer i.v treatment as the customer has problems with their veins. Their family member gave them soda and tonic water.